Event description:
Pt was discharged from hospital and being transported by ambulance to home. Hospital wheelchair was removed from facility and placed in ambulance to transport pt to apartment from ambulance. While placing pt in the wheelchair at her residence, wheelchair apparently began to bend and collapse under the heavy weight of the pt. The pt was transported back to the hosp and readmitted. The pt's fall was controlled as much as possible. The pt's wound was reopened.